Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a person visiting a patient and someone who was unauthorized, accessed the alaris pca module using a pca key acquired from an unknown source. The visitor opened the locked pca door and removed the infusing narcotics that were in the device. There was patient involvement but impact was unknown. Although requested the customer indicated no further information would be provided.

Event description:
It was reported that a person visiting a patient and someone who was unauthorized, accessed the alaris pca module using a pca key acquired from an unknown source. The visitor opened the locked pca door and removed the infusing narcotics that were in the device. There was patient involvement but impact was unknown. Although requested the customer indicated no further information would be provided.